Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour was found within in the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of the transmitter stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.